Event description:
It was reported the pt's pump had less volume than expected at refill. The expected reservoir volume was 8 ml while the actual reservoir volume was 0 ml. The pump had been having volume discrepancy issues over the last 4 to 6 months. The pt reportedly went through a withdrawal episode and renal failure. The drug used in the pump was not reported. It was not considered likely the pump reservoir was being accessed. No audible alarms were noted. No error messages were noted on pump status reports or in the event log. Add'l info has been requested, but was not available on the date of this report.